Event description:
The product was used during an orchectomy procedure. Reportedly, the needle tip broke while passing through tissue. The surgeon retrieved the broken portion of the needle without incident. A new suture was used to complete the procedure.